Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is meeting with her healthcare provider (hcp) and manufacturer representative (rep) soon because "it will just like shut down to where the patient can't feel it then it comes back on like the patient is touching an electric fence, even when the patient is sitting still". They said this issue started happening a couple weeks ago ((B)(6) 2019). The patient stated they did not have any falls or trauma. No further complications were reported. No additional patient symptoms were reported. [Please refer to (B)(4), software problem].